Event description:
A renegade microcatheter was used for a therapeutic procedure. It was originally reported that the guidewire got stuck at the hub of the catheter upon insertion. The engineering evaluation revealed the shaft was cut under the secondary strain relief and smaller cuts were also present.